Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at time of incident was 422 mg/dl and customer¿s current blood glucose was 600 mg/dl. Customer reported the drive support cap appears normal (slightly indented). No air bubbles. Customer treated for high blood glucose was manual injections. Advised high blood glucose may occur if the insulin is expired or cloudy. The product was not returned for analysis.